Manufacturer narrative:
Per the case notes, the investigation conducted by the isi tse discovered that the issue experienced by the customer was associated with a faulty camera cable. The camera cable connects the camera to the system's vision cart, which then transmits the image to the surgeon's console. The system was repaired by providing the site with a new camera cable. The da vinci s surgical system user's manual explicitly states that, "environmental or equipment failures may cause the da vinci s system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques." As of april 16, 2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that prior to starting a da vinci s liver resection procedure, the site experienced an led warning light that was generated on the left camera control unit (ccu) and the image in the left eye of the surgeon side cart (ssc) displayed flashes of green and red. With the assistance of a technical support engineer (tse), the site powered off the left ccu and reseated the camera cable; however, the failure mode persisted after the ccu was re-powered. The tse instructed the site to power down the ccu and swap the camera cables; however, the issue transitioned to the right ccu. The tse instructed the site to power down and switch the cables back to their original positions and the issue moved back to the left eye. The issue remained after the tse instructed the site to shut down the left ccu and reseat the camera cable on the camera head side. The patient was under anesthesia approximately 30 minutes when the surgeon decided to abort and complete the procedure using another da vinci surgical system. No patient harm, adverse outcome or injury was reported.